Event description:
It was reported to st. Jude medical that the pt came to the hospital with palpitations believed to be due to pacing over sinus rhythm. In bipolar mode the electrogram appeared to be flat with no spontaneous activity at all. A low-level rhythm, unrelated to the patient's heart activity, appeared on the bipolar electrograms. This low-level rhythm was observed when patient was in sinus rhythm. When stored electrograms were examined, sensing irregularties along with noise were noted. The device was explanted.